Event description:
Resuscitair radiant infant warmer noted to be leaning forward. Upon further inspection loose bolts found on mounting plate to actuator assembly causing column to lean forward. Concern is that column could loosen and fall causing possible harm to the infant. The MFR was contacted, bolts reinstalled with loctite 271.